Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered inside tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: found a tube with a substance inside when opening the packaging of a rack of 100 new tubes. It seems to be blood.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for unknown fm with the incident lot. No blood donations are taken in the manufacturing site. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use foreign matter was discovered inside tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: found a tube with a substance inside when opening the packaging of a rack of 100 new tubes. It seems to be blood.